Event description:
Phlebotomist reported that as she was using her thumb to activate the safety shield, it became detached, moved forward and the syringe and exposed needle slid back into her hand, the needle scraping the inside of her right index finger.